Event description:
Information received from the field notes a lead malfunction and intermittant ventricular failure. The patient was pacemaker dependent and had sinus node dysfunction with symptomatic bradycardia. The patient history notes that the cardiac diagnoses was sick sinus syndrome and the current cardioactive medication was digoxin.~~~~~~~